Event description:
It was reported that the patient had a yellow wrench alarm "driveline communication fault". The pump was running, and log files were submitted for review. The event log file confirmed the reported driveline communication fault b on 19sep2025. Otherwise, there were no other notable alarm conditions or parameter changes. The modular cable and system controller were exchanged, and no further alarms appeared. Additional log files were submitted for review. The event log files from the new system controller confirmed the driveline communication fault alarm did not return. Submitted images of the exchanged modular cable showed evidence of corrosion on the base surface of the connector as well as some corrosion on the pump side cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log files. On 19sep2025 at 14:31:20, a driveline communication fault alarm was active due to intermittent interruptions in the communication b signal. The alarm latched and stayed active throughout the remainder of the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Provided information indicated that both the modular cable and the heartmate 3 system controller, serial number (B)(6), were exchanged in response to the reported alarm. Log files were then downloaded from the patient¿s new system controller, serial number (B)(6). No atypical events were observed in the log file from the new system controller. Additionally, photos of the inline connection (modular cable and pump cable) were submitted for review. Corrosion was observed throughout the inline connector, and this was determined to be the root cause of the driveline communication fault alarm. The reported event of driveline communication fault alarms could not be correlated to an issue with the heartmate 3 system controller. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook are currently available. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.